Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 8.9 mmol/l. The customer stated the buttons were not responsive on the insulin pump. It was also found the battery was replaced, but the alarm persisted. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to a flattened escape button down. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.